Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was powering off during use. The reporter indicated that the alleged meter issue started on the same month, at an unspecified time. As a result of the reported issue, the patient took her usual dose of 10.7 units of insulin (unknown type). At an unknown time after the issue began, the patient reportedly developed symptoms of low blood glucose and was shaking. He patient obtained a blood glucose result of "57 mg/dl" on a backup meter but it is not clear as to when this result was obtained. It would have been helpful to know the following information: the patient's testing frequency, when the patient last tested on the meter, what the result was, what her medication and diabetes management regimens are, and if the patient made any changes to the regimens because of the alleged issues. In addition, it would have been helpful to know what type of insulin the patient took, when the insulin was taken, what date/time the symptoms developed, what date/time the result of "57 mg/dl" was obtained, if the patient tested on the backup meter before the event occurred, and if the patient attempted to treat the symptoms. During troubleshooting, the reporter was unable to duplicate the alleged meter issue. However, it was noted that the meter's display was showing a battery indicator. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia and low blood glucose values on a back up meter after the alleged meter power issue started.